Event description:
It was reported that patient had a couple of falls, and as a result the patient's right lead had migrated, which was confirmed through imaging, and was experiencing ineffective stimulation. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000132344.